Event description:
As reported, approximately 7 years and 4 months post initial left total knee arthroplasty (tka), the patient presented to the surgeon's office with complaints of stiffness, pain, and dissatisfaction with the left tka. Revision surgery was scheduled and performed at which time the tibial poly implant was swapped as well as the patella implant. The revision was due to polyethylene tibial insert failure and recall including premature wear, delamination, and broken into pieces. The patient was revised to a truliant crc tibial insert sz 4 19mm and optetrak 3 peg patella cemented 35mm. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient left the operating room (or) stable and was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6), 02-012-42-4008 - logic pts, size 4, 8mm. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Manufacturer narrative:
The revision reported was likely the result of tibial insert prosthesis wear leading to fracture. Possible causes of the observed polyethylene wear include high contact stresses during knee flexion, third body wear, posterior alignment of the femoral component with regards to the tibial insert due to excessive posterior slope, inclusion of the polyethylene in the packaging recall and being packaged for over five years prior to implantation or any combination of these possibilities. As the suspect device was not provided, these potential causes or their contribution to the sequence of events cannot be confirmed. D1: corrected. H6: corrected health effect and investigation clinical codes.